Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was cracked and no longer powered on . The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that both issues occurred two days prior, after the subject meter fell on a concrete surface and "shattered". On the evening, the day after the reported issue started, the patient claimed he developed symptoms of blurry vision, achy joints and weakness. The patient denied receiving medical treatment; however, reported that he did not take his lantus insulin dose on the evening of the same day, as a result of the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims, he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.